Manufacturer narrative:
Additional information: three still images were provided for review. One of the still images shows a label, with information matching information provided in relation to the complaint for lot and size of stent. The other two images appear to show an onyx trucor shelf carton and information provided on the shelf carton matches what was reported. The complaint cannot be confirmed from the images provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Please note that this device (onyx trucor) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (resolute onyx). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one onyx trucor coronary drug eluting stent to treat a double lesion at the proximal and mid left anterior descending (lad) artery in a bifurcation with a diagonal branch. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated with a 2.0x12mm and a 2.25x12 balloon up to 18 atm. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that there were inflation difficulties during stent deployment. It was stated that during the stent release attempt, and after purging the lumen, blood was observed in the balloon. The stent did not open and failed to be deployed. It was decided to change for another stent of equal size. The angioplasty procedure was completed without complication. There was no medical or surgical intervention needed to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization. The patient is alive with no injury.

Manufacturer narrative:
Product analysis: the device was returned for analysis. The stent was positioned on the balloon between the marker bands as per position specification. No blood was visible in the balloon. No deformation was evident to the stent wraps. The device passed negative prep. The device was inflated to 12 atm and the stent deployed successfully with no issues noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.